Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system synchronization had failed. A field service engineer confirmed that a new drawer had recently been replaced with a matrix drawer and had never been configured due to a database error. There were no medications in this drawer, and users were never able to access it. The fse escalated the case to the technical support specialist (tss). The tss resynchronized the device to the new station in the application, worked with the customer to reload and reconfigure the device, and coordinated with the customer to set it into profile mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.